Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported the low glucose alarms sounded late and therefore customer experienced tiredness, sweat, trembling, blurred vision, and confusion. Customer was provided food by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and the usb cable and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and alarms observed coincided with high/low glucose limits. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported the low glucose alarms sounded late and therefore customer experienced tiredness, sweat, trembling, blurred vision, and confusion. Customer was provided food by a third party. There was no report of death or permanent injury associated with this event.